Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. It was noted that the patient was in chronic atrial fibrillation. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.